Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured at an unknown time and all pieces were returned. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Common failure modes identified for tasp devices include bending overload or low cycle fatigue culminating in bending overload; however, the root cause for this event could not be determine. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.